Manufacturer narrative:
Parts have not been returned as of the date of this report.

Event description:
Tibial tray became loose. It was reported that the surgeon did not use bone cement contrary to the instructions for use which indicate this system is for cemented use only. As a result, tibial tray and tibial insert were explanted.